Event description:
Procedure type: inguinal hernia repair. Mesh tore before being placed inside pt. A new one was opened for the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).